Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023 h6: investigation summary the protective shield is loose in the package and points out that the syringe needle is bent. The photos were examined, and it was confirmed that the syringes were still inside the pouch which appears to be sealed. The needle shield was not attached to the syringe and the patient end of the cannula was bent. Samples were received and an investigation was performed. A review of the device history record was completed for batch# 0286521. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (shield separates). H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe's protective shield was loose in the packaging, compromising its sterility. The following information was provided by the initial reporter, translated from portuguese: "a customer contacts us to inform that one of the bd ultra-fine 8mm syringes with a capacity of 100ui was without the needle's protective shield... She mentions that the protective shield is loose in the package"

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe's protective shield was loose in the packaging, compromising its sterility. The following information was provided by the initial reporter, translated from portuguese: "a customer contacts us to inform that one of the bd ultra-fine 8mm syringes with a capacity of 100ui was without the needle's protective shield... She mentions that the protective shield is loose in the package"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.